Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and it was noted that the operation wire was detached from the main body. When the tip of the control wire was checked, there was no trace of breakage. Based on the results of the investigation, the root cause of the event could not be conclusively determined. It is likely the event occurred due to one of the following: the amount of operating force was increased during clipping, an excessive tensile load was applied to the operating wire due to increased operating force, the operation wire came out from the caulking part due to a load exceeding the resistance, and/or the clips no longer released with the claws closed. The events can be detected/prevented in accordance with the following instructions for use: "·do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. ·do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. ·do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the single use reloadable clip applicator while trying to "shoot", the applicator got stuck on the clip. When it was pulled back, the clip was pulled out of the wound again. The customer also stated this has not happened prior before but occurred with three different clip applicators. There were no reports of patient harm. This event requires 4 reports for 4 different clip applicators. Patient identifier (B)(6) is for instance #1. Patient identifier (B)(6) is for instance #2. Patient identifier (B)(6) is for instance #3. Patient identifier (B)(6) is for instance #4. This report is for patient identifier (B)(6).